Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee floor system. The customer reported the hand switch released an unintentional single image without fluoro. Siemens has no awareness of any involvement of a patient or impact to the state of health of anyone potentially involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the system handswitch was returned in a severly damaged state. Most of the housing of the hand switch was missing. The rod connecting the acquisition button with the micro switches was exposed, bent and stuck in the "pressed" position. Such damage can very likely lead to activation of radiation. The log file analysis show that the unintended triggering (pressing or releasing) of the handswitch only happened concurrently with longitudinal table movement. This leads to the conclusion that the component was obstructed on or near the patient table top which most likely led to the damage and xray release. The handswitch was replaced and the system was returned to clinical use. No further notifications have been reported.